Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the clips were not grabbing the vessel and came off from the tissue several times. It was also noted that there was an issue with loading or firing the clips. To resolve the issue, a new device was used.